Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis. On the same day, the patient was hospitalized for the event. On the same day, the patient was treated with an injection of vancomycin (2 gm once daily and route not reported) and an injection of amikacin (250 mg, once in three days, route not reported) for the peritonitis. The patient outcome was not reported, however the patient was still hospitalized.